Manufacturer narrative:
Results: the returned benchmark had kinks approximately 50.0 cm, 92.0 cm, 93.0 cm, and 94.0 cm from the hub. Conclusions: evaluation of the returned benchmark revealed kinks along its length. This damage was likely a result of improper handling during storage or removal from the packaging. It is possible some of the returned damage was incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found the tip of the benchmark 6f 071 delivery catheter (benchmark) to be kinked within the packaging. The damage to the benchmark was found prior to use, therefore, it was not used in the procedure. The procedure was completed using a new benchmark.